Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off and the customer was unable to turn the pump back on. Tandem customer technical support (cts) instructed the customer to unplug and plug the pump back in. The pump was successfully able to be turned on. During troubleshooting with cts, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Subsequently, the pump shut down due to insufficient battery power. The customer reported blood glucose (bg) level was 98 (mg/dl) at the time of the shutdown and 324 (mg/dl) at the time of troubleshooting the following day. A manual injection was delivered to address bg levels.